Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 25 mm amplatzer cribriform occluder (aco) was selected for use. The aco was deployed in the patient's atrial septal defect and released. After release, the aco was noted to be unstable and was attempted to be percutaneously retrieved with a snare catheter. During the retrieval, the aco embolized to the aorta. The aco was successfully retrieved with a 12f sheath and an ensnare catheter and safely removed from the patient. A larger 30 mm aco was successfully deployed and the procedure was completed with no issues.